Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. The results of the sample analysis revealed the device was tested and passed both the functional and electrical test. The device was determined to meet specification requirements per rite testing. External & internal inspection was performed and revealed no problems. Analysis of the device pneumatic system was performed and revealed no leak and all pressures were correct & stable. Device passed seal, purge & wet disposable integrity test and successfully completed a short simulated therapy. The pal analyzed the device and no failure or malfunction was identified that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. On an unreported date, the patient went to the emergency room for an unreported cause and subsequently coded and passed away. It was unknown if the patient had symptoms prior to the emergency room visit. The death certificate confirmed that the cause of death was a myocardial infarction. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.